Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhages [genital bleeding], chronic tiredness [tiredness], herpes zoster, joint pain, tendinitis, concentration loss & loss of swallowing reflex [poor swallowing reflex]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-sep-2025. The most recent information was received on 29-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhages") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2009 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("chronic tiredness"), herpes zoster ("herpes zoster"), arthralgia ("joint pain"), tendonitis ("tendinitis"), disturbance in attention ("concentration loss") and hyporeflexia ("loss of swallowing reflex."). Essure was removed on (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy and removal of the essures). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to genital haemorrhage, herpes zoster, arthralgia, tendonitis, fatigue, disturbance in attention or hyporeflexia. The reporter commented: period of occurrence: from 2009 to today. Bilateral salpingectomy and removal of the essures, orthopaedic rehabilitation maintained to date, rehabilitation of swallowing disorders following relapse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) haemorrhages [genital bleeding], chronic tiredness [tiredness] , herpes zoster [herpes zoster] , joint pain [joint pain], tendinitis [tendinitis] , concentration loss [concentration loss] , loss of swallowing reflex. [Poor swallowing reflex] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhages") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2009 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("chronic tiredness"), herpes zoster ("herpes zoster"), arthralgia ("joint pain"), tendonitis ("tendinitis"), disturbance in attention ("concentration loss") and hyporeflexia ("loss of swallowing reflex."). Essure was removed on (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy and removal of the essures). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to genital haemorrhage, herpes zoster, arthralgia, tendonitis, fatigue, disturbance in attention or hyporeflexia. The reporter commented: period of occurrence: from 2009 to today. Bilateral salpingectomy and removal of the essures, orthopaedic rehabilitation maintained to date, rehabilitation of swallowing disorders following relapse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.